Event description:
While performing a l5-s1 lumbar fusion a spinal screw broke while the surgeon was attempting to place it. Screw was removed and all pieces retrieved. A different screw was placed in the pt and procedure was completed.